Event description:
A pt was implanted with a pfna-ii nail and blade on an unk date. Before the bone was healed the pt was sent to rehabilitation. The pt reportedly fell and the nail broke at the nail/blade interface. The pt was returned to the operating room on (B)(6) 2012 for removal of broken hardware. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusions can be drawn at this time.